Event description:
On 8/31/89 pt had insertion of permanent pacemaker for the diagnosis of sick sinus node syndrome with brady-tachy arrhythmia with high degree of av block. On 1/9/95 pt apparently passed out at home and was brought to the hosp where an EKG done showed what appeared to be some pacemaker miscapture and malfunctioning. He was admitted for further evaluation and therapy. EKG's showed pacer rhythm and pacemaker at times did not appear to sense and capture adequately. Pt was taken to the or on 1/10/95 and underwent removal of old generator; test of leads; reinsertion new lead and attachment of new generator. During surgery the lead was separated from the pacemaker and tested and found to be probably fractured, believed to be lead insulation failure. A new lead was inserted. The ineffective lead was transected and placed in a sealed material for insulation.